Event description:
Analysis of the returned tablet device was completed. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that a capacitor was not properly soldered onto the main pcb. Because of the open connection, the tablet was unable to receive power from the ac adapter or to charge the battery. Once the capacitor was soldered onto the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the power adaptor for the tablet device was faulty. Improper storage or handling is not believed to have contributed to the reported event. The tablet and its power adaptor have not been returned to date.

Event description:
Additional information was received stating that the physician¿s tablet device could not be charged with his power supply; however, the power supply was able to charge a different tablet device. The tablet device has been returned to the manufacturer where analysis is currently underway.